Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . Investigation of the actual unit involve in the reported issue showed that the reported issue was not present during investigation. Technical safety check tested correct.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: that IV pump (B)(6) was infusing slower than program per rn. No other injury reported.